Event description:
Complainant alleged that during open heart surgery of a pt, the clinicans twice attempted to defibrillate the pt by depressing the discharge button on the internal handles, but the device failed to discharge. The clinicians then shocked the pt, by depressing the discharge switch on the monitor. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant reported that the internal handles discharged appropriately during testing prior to and subsequent to the reported malfunction.